Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is experiencing a possible allergic reaction to implant.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The part and lot number of the device is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. Review of the device history records for all devices identified no deviations or anomalies. A complaint history search for part and lot combination for the continuum shell gave 8 additional complaints for the same or a similar issue. A complaint history search for part and lot combination for the bone screw gave 5 additional complaints for the same or a similar issue. A complaint history search for part and lot combination for the vit e liner gave 2 additional complaints for the same or a similar issue. A complaint history search for part and lot combination for the kinectiv m/l taper gave 19 additional complaints for the same or a similar issue. A complaint history search for part and lot combination for the kinectiv modular neck gave 7 additional complaints for the same or a similar issue. Review of the compatibility of the devices confirmed that these are an approved compatible combination. Medical records were not provided.